Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(4) of a break in aseptic technique, pyrexia and acute peritonitis with culture positive for staph. Epidermidis (?epi?) In a patient coincident with dianeal pd1 therapy for continuous ambulatory peritoneal dialysis (capd). This is one of multiple reports by same reporter. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2010, the patient experienced acute peritonitis manifested by abdominal pain and pyrexia. On (B)(6) 2010, the patient began remedial therapy with vancomycin (2g, 7days, ip) and rimactan (600mg, 1x1, orally). On (B)(6) 2010, the patient ended remedial therapies with vancomycin and rimactan. The patient did not receive any further treatment. On an unreported date, the acute peritonitis with culture positive for staph. Epidermidis manifested by abdominal pain and pyrexia resolved. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the break in aseptic technique was unknown. The outcome for the event of fever was unknown. It was unknown whether dianeal pd1 therapy was ongoing. The physician stated that the event acute peritonitis with culture positive for staph. Epidermidis "epi" was not related to dianeal pd1 therapy and did not provide a statement of causality for the events of break in aseptic technique and pyrexia.